Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution.

Event description:
Medtronic received information that five months after the implant, hemolysis and failure of one of the leaflets to open which resulted in increased turbulence and left ventricular outflow tract (lvot) obstruction occurred. Subsequently, the freestyle was removed, a non medtronic mechanical valve was implanted and the lvot was enlarged and excised of scar tissue from a previous bentall procedure.